Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that cardiosave rescue intra-aortic balloon pump (iabp) was used to transport patient via helicopter and ac adaptor was used. The battery was charged prior to leaving but had no charge when they unplugged the ac adaptor. An additional battery was put in and the pump was restarted. No adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and found physical damage to the power supply which was consistent with wear and tear/customer environment. To resolve the issue, the stm replaced the power supply and performed full functional check and safety test to factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that cardiosave rescue intra-aortic balloon pump (iabp) was used to transport patient via helicopter and ac adaptor was used. The battery was charged prior to leaving but had no charge when they unplugged the ac adaptor. An additional battery was put in and the pump was restarted. No adverse event was reported.